Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73m1700117 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staplers were jamming, some did fire but not closing the skin properly. There was no patient injury.